Event description:
Covidien received information stating that the 840 ventilator stopped cycling while in use on a pt. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and backlight inverter pcbs. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).